Event description:
The problems I have been having are occasional malfunctions of glucose test strips from various companies, including lifescan for ultratouch2, strips for ascencia contour, and strips for precision extra. As a biochemically trained scientist, I know a lot about enzyme reactions, and I don't expect more than 10-20% accuracy on repeat assays. However, I became aware of lifescan problems in october when two readings two hrs apart gave me values of 16.7 -another country system-. I took enough insulin to cover for that, and woke up 2 hrs later with exceedingly low glucose, and phenomenal leg cramps -probably not related-. My husband grabbed the coca-cola that sleeps beside me at night and 30 minutes later, I was in pretty good shape. But, I then started doing duplicate samples -at my expense- and found that about once in 30 readings -rough estimate-lifescan gave values one twice the other. I complained to them and they offered to replace the strips. How would that help? They also told me that there had never been a recall in another country, clearly wrong since the formal recall is posted on the net- thank you. I switched to the contour meter, because my [pharmacy sales person told me the strips are individually wrapped. They are not. This morning I had a value of 17.7 - which I didn't believe. I then immediately measured it again, first with a precision qid, which is still functional, and gave a value of 9.0, and then with another of the contour strips, which gave 8.4 if I was content to use 2 strips per reading, and 2 more when they vary, it would no doubt please the co -additional sales-. I am, however, not content and indeed I am angry. The problem with your system for assessing the strips is that, it is based on info from the co. I have no doubt that the strips work in the factory tested 1 by 1. The problem is that they don't work in customers hands when packaged in containers of 25 and 50. Clearly you should sponsor a program to have customers do duplicate readings for a month or so, and then assess these strips. In the 6 years or so of using precision qid, I never had an adverse effect. I switched to 1touch ultra, because my old qid no longer functioned. I was told that they were not going to make any more. My impression is that the low amount of blood, and rapid results of the new meters, and their computer downloadability, had put precision out of business. However, this is at the cost of accuracy. I intend to inform the chat groups I belong to about this, and hope to hear from you that something can be done..dates of use: #2007. Diagnosis or reason for use: diabetes.